Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) in (B)(4) alleging her onetouch ultra2 meter was displaying inaccurately high results compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) (unknown year) in the morning before breakfast, she tested on the subject meter and obtained a reading of ¿18mmol/l¿. The patient reported she had an increased dose of levemir, from 20 units to 30 units of insulin on (B)(6) (unknown year). The patient reported 30 minutes later she had symptoms of ¿sweating, drowsy, shivering, feeling unwell.¿ the patient reported she had glucose tablets as treatment at an unknown time. During the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing and her test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she suffered symptoms suggestive of hypoglycemia and required self-treatment to prevent additional injury.